Manufacturer narrative:
After further device evaluation, physio-control could not duplicate the reported issue. The device was opened and an internal physical inspection was performed. There were no discrepancies observed. The cause of the reported issue could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off twice during the event. Physio performed a clinical assessment of the event and determined that the device use did not contribute to the patient's outcome. A review of the device electronic record of the event showed defibrillation was not indicated based on the ECG. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off twice during a cardiac arrest event and the device displayed the charge-pak icon in the readiness display. While being transported to the hospital, return of spontaneous circulation (rosc) was achieved and the patient had a pulse. The patient later died in the emergency department.